Event description:
Ischemic right lower extremity secondary to multilevel arterial occlusive disease. We discovered a starclose device on the anterior wall of the origin of the deep femoral artery. Once the artery was opened, it was revealed that this was near totally occlusive as the back wall had been pinched with the starclose device causing almost complete obstruction of this vessel. FDA safety report ID# (B)(4).